Event description:
It was reported by an attorney that the patient underwent a right inguinal hernia repair procedure on (B)(6) 2010 and mesh was used. It was reported that the patient was diagnosed with a right lower abdominal wall abscess on (B)(6) 2013 and underwent a CT guided aspiration of purulent drainage and treated with antibiotics. It was reported that the patient underwent a mesh removal surgery on (B)(6) 2013 and it was noted that mesh was bunched up and incorporated into the tissue and adhered to the appendix and posterior epigastric vessels, which were then ligated.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.